Event description:
It was reported that an arteriotomy closure of both common femoral arteries was attempted using proglide devices with 6f sheaths after a peripheral interventional procedure. Reportedly, at the right common femoral artery access site, the proglide cuff detached from the blue suture. A non-abbott device was used but hemostasis was not achieved. A different non-abbott device was used to achieve hemostasis. Protamine was given. Reportedly, at the left common femoral artery the proglide snared knot pusher broke the rail suture. A hematoma developed. Manual arterial compression was applied to treat the hematoma and to achieve hemostasis. There was no clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The other proglide device referenced is being filed under a separate medwatch MFR number.

Manufacturer narrative:
(B)(4). In addition to the complaint device analysis, five unused, sterile proglide devices with the same part and lot number as the complaint device were returned for evaluation. Functional testing was performed and the devices passed with acceptable results. No manufacturing or abnormal observations were detected. A cause for the reported experience could not be determined based on the investigation findings from the tested sample.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported cuff detaching from the blue suture was confirmed. Based on a visual inspection and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no associated non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.